Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was slightly below 54 mg/dl. Customer consumed carbohydrates to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.